Event description:
It was reported that during set up for surgery, it was noted that the packaging of the blade tore improperly and could not be used. It was also reported that the blade was not used on a pt and the sterile area was not compromised. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The two devices subject to this investigation were returned for eval. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating. "Sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.